Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, there was a fault message twice on the erbe screen. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found a 2-8a error. The tse had the site's clinical sales representative (csr) check that the e-100 and the erbe weren't on the same outlet, which they weren't. The tse recommended to make sure that the instrument power cords for the synchroseal and the erbe were separated from each other. The tse also advised that the synchroseal arcing could also cause the error. The site converted to open for a reason other than system. No troubleshooting steps were taking during the call to ensure the error was resolved. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was converted to open solely because the tumor was stuck to the hepatic artery and the surgeon did not think the procedure could be completed with the da vinci. There were error messages against the synchroseal but the instrument was able to be used without any issues.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the erbe faulted, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the site and was advised that there had been no further issues. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. This is a reportable event due to the following conclusion: the customer converted to open after the start of the procedure due to discovering that the tumor was attached to the hepatic artery and did not wish to use the da vinci system to attempt to remove it.